Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. The device is no longer repairable. The customer will be offered a replacement device due to character limitations.the initial reporter¿s phone number is: (B)(6).

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device could not be powered on. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device could not be powered on. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The device was further evaluated at our produce assessment center (pac). The reported issue was able to be verified. The root cause of the reported issue was due to a depleted hlc internal battery. Further root cause could not be established. The customer received a replacement device.